Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was twisted and kinked, and that there was imaging core windup with a broken shaft beginning 25.8 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 75% stenosed, 38 x 2.50mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, while imaging outside the patient, there was no image shown even after repeated flushing and with the brightness turned to maximum. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was twisted.